Event description:
It was reported by service report that the head of the stretcher will not raise. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Trend limiters, release pedal.